Event description:
It was reported that since 2008, the pt has no longer been able to hear with her device. She only experienced a buzzing sound. External parts have been exchanged, but without success. Testing was carried out, which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.